Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that an ophthalmic forceps jaw broke off into the patient's eye during surgery. An attempt to remove the detached jaw from the eye was performed, but could not confirm successful removal nor further retention of the broken part. An alternate forceps device was obtained in order to complete the procedure. Additional information has been requested. Additional information received clarified that the jaw of the forceps was found lying on the surface of retina in the patient's left eye. The initial attempt to remove the piece was unsuccessful. Postoperative ultrasound found the broken device piece trapped near or at the zonules behind the iris. No treatment has been provided at this time however, additional patient monitoring is being provided. There is no secondary procedure planned in order to retrieve the broken forceps jaw at this time.

Manufacturer narrative:
Additional information is provided. The received forceps sample was found in the outer blister fixed with adhesive tape including the cover foil. The sample was very bent and the broken piece is not included. The complaint history was reviewed two years back. It showed two comparable complaints. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer's complaint was confirmed. The inspection showed a broken forceps arm. The broken arm was not received and could not be investigated. Investigation of the returned instrument showed the fracture approximately 0.65mm distance to the distal end of the tube. No sign of corrosion was found. Therefore, the fracture must have been caused by an external force. A 100% final inspection ensures that the instrument meets the specifications after production and at the time of release. The inspection could not find any cause of production issue at the manufacturing site. When and where the force has been applied to the forceps cannot be proven anymore. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).